Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in (B)(6). Review of the most recent repair record determined the machined head was damaged, the motor was corroded, and the motor speeds were unstable. The motor, machined head, and pin were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventive maintenance, the device had a damaged machined head and a corroded motor. During product evaluation, it was found that the motor speeds were unstable. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.